Event description:
Reportedly, the cannula hub broke off during removal, all peices recovered, no pt injury. Procedure: lap hernia repair.

Manufacturer narrative:
10/08/2004 initial report sent to FDA. Engineering has attributed the problem to an incomplete engagement between the sheath tube j-locks and the cannula body. Corrective action has been implemented to prevent this reported condition from reoccurring.